Event description:
Film review analysis: review of cta's from 1-1/2 year post-implant revealed that the endurant bifurcate was positioned just at the level of the lowest right accessory renal artery. The renal arteries were patent. The bifurcate ipsi limb and extension were positioned into the short and aneurysmal right common iliac artery. The contra limb and extension were positioned within the left external iliac; the left internal was coiled. The max diameter aaa measured 6cm, and the left common iliac artery diameter was 2.2cm. A possible type ii endoleak and a distal type ib endoleak were seen within the distal sac. The limbs were patent. No other stent graft issues were observed. The distal right iliac limb stent graft diameter was approximately 25mm, measured 29mm at its maximum diameter, and there appeared to be approximately 2cm (2 stent rings) of distal seal length within the right common iliac artery. The cause of the reported stent graft coverage of the right accessory renal artery and cannulation difficulties at implant could not be determined. The anatomy at implant is unknown. Several low quality still angio images during implant were reviewed; however the resolution was poor and could not be properly assessed. This may have been caused by anatomy or user related. The cause of the distal type I endoleak is unknown. The location of the limb at implant is unknown. It is possible that implanting the limb within the short and aneurysmal right common iliac artery length may have contributed. There may also have been disease progression; iliac artery dilatation. Type ii endoleak is anatomy related. Films from the recently reported distal type ib endoleak from approximately (B)(6) 2015 were not available for review.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An endurant bifurcated stent graft was deployed. An angiogram showed the renal artery was covered by the stent graft; it was able to be visualized; however, flow was slow. The pigtail catheter was pulled back, an attempt to cannulate the contralateral limb was made but was unsuccessful. The cannulation by ¿vs¿ catheter was successful. It was reported that the follow-up CT showed there was a type 1b endoleak. The physician stated the potential cause of the endoleak was due to right iliac artery being aneurysmal. The patient will be monitored. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).